Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The device had missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not performed. The device was returned for analysis.